Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix would not extend or retract normally. A new lead was used to complete the operation. No patient complications have been reported as a result of this event.